Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2009 a carbomedics m7-027 mitral valve was implanted. On (B)(6) , 2016 the valve was explanted and replaced with a carbomedics m7-029 mitral valve.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. At this time the root cause cannot be determined because the device in question was not received and no further information is available as the physician involved is currently away on maternity leave. If further information is received the investigation will be reassessed. Fields changed.